Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an issue with a chest drainage unit. The customer reports that the drainage hose is released from the chamber for the underwater lock. The hose slips out when you pull on it. This happens when patients are attached.

Manufacturer narrative:
Submission date: 08/31/2018. An investigation was performed for the reported customer complaint: ¿the customer reported an issue with a chest drainage unit. The customer reports that the drainage hose is released from the chamber for the underwater lock. The hose slips out when you pull on it. This happens when patients are attached.¿ a review of the device history record (DHR) for lot no. 17k246fhx indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) opened unit was returned for evaluation. Visual examination of the tube on the returned unit confirms that the unit was fully assembled as the tube has the imprint of the connector on it. The tube was pulled by hand on the returned unit and it did disconnect. The method for assembling the tube to the baffle is that the tube is stretched and placed over the connector of the baffle. The tube then returns to its original size, remaining in position, as the tube is smaller than the connector on the baffle. The connector on the baffle is barbed, preventing the tube from disconnecting. There is no bonding agent used between the tube and the baffle. A section of the tube was cut and measured. The internal diameter (ID) of the tube can range from 6.89mm to 7.39mm. The actual tube ID measured was 7.35mm. A section of the tube was cut and attached back to the baffle. A pull test was performed to compare the force required to pull the tube from the baffle with that of another tube and baffle from the manufacturing area. A force of 13.49kgf was required to disconnect the tube from the complaint unit. A force of 14.068kgf was required to disconnect the tube from a representative manufacturing unit. The minimum specification for force is 4.5fgf. The pull test force required to pull the tube from the baffle was well above the minimum specification. The tube ID is within specification. The tube was assembled correctly during manufacture. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.